Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04787; 0001825034-2018-04820. Remains implanted.

Event description:
It was reported that the patient underwent an initial right knee procedure. The patient suffered an infection less than a year post implantation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon receiving additional information on the reported event, it was determined to be not reportable as infection occurred greater than one year post implantation.

Event description:
Upon receiving additional information on the reported event, it was determined to be not reportable as infection occurred greater than one year post implantation.